Event description:
It was reported that the customer had a piece of the reservoir compartment come off where the reservoir is screwed in. About six months ago, customer stated that he dropped the pump while changing the site and it fell on the reservoir compartment. The reservoir was not in the pump. Customer stated that this was the beginning piece of the reservoir that finally broke off 2 days ago. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip.(B)(4)